Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event. Device not returned.

Event description:
Customer reported that the laser fiber smoked, broke and burned user.